Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head has no telemetry and fails all uplink amplitude functional tests. The rf head cable found out of electrical specification. Analysis also found the rf head label backing is missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rf (radio frequency) head would not interrogate device; tried turning power off, disconnected rf head and reconnected. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.